Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018 a patient (pt) called to report a diagnosis of corneal ulcer in the left eye while wearing the acuvue oasys brand contact lenses. Pt reported a wear schedule of 2-3 weeks and sleeps in the lenses. Pt experienced a dry eye sensation and ¿felt like the eye was scratched¿. Pt could not wear the lenses more than a day or so and would have to remove them. Pt thought he/she had scratched the eye a few weeks ago and presented to the eye care provider (ecp) and was diagnosed with 2 corneal ulcers in the left eye. Pt was prescribed eye drops (medication name was unknown) every 4 hours. The corneal ulcer resolved and the pt has returned to daily oasys lens wear and can no longer wear the lenses as extended wear. On 05jan2018 a call was placed to the pts treating ecp and additional information was provided: -the ecp reported the pt complained of dry eye on (B)(6) 2017 and the pt was advised to remove the lenses and use artificial tears. Pt presented to the office on (B)(6) 2017 and was diagnosed with 2 small central ulcerations in the left eye. Pt was prescribed tobradex qid for 7 days. The ecp reported the ulcers were due to contact lens over wear and sleeping in the lenses. The pt was last visit was on (B)(6) 2017 and an epithelial defect in the left eye was noted, anterior chamber clear. Pt was advised to continue tobradex qid for an additional 4-5 days. The ecp reported the event resolved and the pt was given trials in a daily lens. The ecp reported the pt has a ¿past history¿ of extended wear of the lenses. The ecp reported the pt was advised to wear the lenses as daily wear and not to sleep in the lenses. No additional medical information has been received. The lot number is unknown and the suspect lens was discarded. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.